Event description:
A customer reports during a vitrectomy procedure the system presented problems on viscous fluid control (vfc). The procedure was completed using an alternate system with no harm to the pt. Add'l info has been requested but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).